Event description:
It was reported the recharge unit was getting too warm so the patient was having to remove it from his skin. No burns or patient injury were reported. Additional information has been requested but was not available on the date of this report.